Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30673092l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered aortic dissection requiring surgical intervention. The carto univu was used for the case and mapping was started from right ventricle (rv). Ablation was conducted at rv and the premature ventricular contraction (pvc) did not stop. The catheter and the sheath were inserted retrograde to attempt an approach to the left ventricle and mapping was performed in the left ventricle (lv). At that time the patient complained of pain during mapping of the sub-valvular area. Then, the physician examined, and aortic dissection was confirmed. The patient required surgical intervention to repair the patient¿s aorta. The ablation procedure was discontinued. After the surgical intervention the patient¿s life was not in danger and reported to be stable. The patient¿s condition was later reported as improved. The patient did not require extended hospitalization because of the adverse event. The adverse event was discovered during use of biosense webster products, however, the physician indicated the adverse event was not related to bwi product malfunction.